Manufacturer narrative:
The manufacturer did not receive the device for investigation as it remains implanted. No surgical report or x-rays were provided for review. Where lot numbers were received for the devices, the device history records were reviewed and found to be conforming. A cause for this specific event cannot be ascertained from the information provided. Additional information has been requested and is currently not available. As soon as additional information become available and/or an investigation result be available, an amended medical device report will be submitted. (B)(4).

Event description:
It was reported that a surgeon implanted a cmn femoral nail which is intended for right side into a left hip. The implant remains implanted.

Manufacturer narrative:
Investigation results were made available. Device history records (DHR): the device manufacturing quality records indicate that the released components met all requirements to perform as intended. Trend analysis: no trend considering the following event is identified: off-lable use. Review of event description (event details, per): it is reported that a patient was implanted with a femoral nail for the right side on the left femur. It was also reported that it happened due to surgeon mistake. Review of received data: no medical data such as x-rays, surgical notes or any other case-relevant documents were received. Devices analysis: no product was returned to zimmer biomet for in-depth analysis. According to the information received, the device is not explanted, it remained in situ. Root cause analysis: root cause determination using rmw: failure of surgery due to use of the device not compliant with defined indications possible, according to the information received the patient was implanted with a device from the wrong body side. Conclusion summary: it is reported that a patient was implanted with a cmn femoral nail which is intended for right side into his left hip. It was also reported that it happened due to surgeon mistake. Nothing points to a possible mislabelling of the device. No trend for off label us for this device was identified. However, the patient was not revised, the nail is still in situ. According to the received information, a root cause could be identified: an unintended off label use was performed. The need for corrective measures is not indicated and zimmer gmbh considers this case as closed. Zimmer biomet's reference number of this file is (B)(4).